Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2020 for appendicitis. During this admission, the patient was found to have peritonitis (exact date unknown). The initial contention was the patient¿s peritonitis was a direct result of the appendicitis; however, it was determined through lab testing and patient interview the probable cause of his peritonitis was due to touch contamination during continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler. The patient¿s symptoms related to this event were not reported. Additionally, there was no reported causality relationship between the patient¿s appendicitis and peritonitis. Peritoneal effluent fluid cultures taken in the hospital on 1/jan/2021 presented with pseudomonas aeruginosa and a white blood cell (wbc) count of 18,400/mm3. The patient was prescribed intravenous antibiotics (type, frequency and duration unknown) and intraperitoneal ceftazidime at 1000 mg every day for three weeks with every pd treatment. The patient was able to undergo hemodialysis (hd) though a central vascular catheter on a hospital provided hd machine for renal replacement therapy during this admission. The patient is recovering from these events while awaiting discharge. It was confirmed the patient¿s appendicitis, peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to resume ccpd therapy on the same liberty select cycler upon discharge. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy. Touch contamination is the most common source of transmission for peritonitis causing pathogens. This is further evidenced by a microorganism that is a common nosocomial pathogen and often occurs after a recent course of antibiotics. In this patient¿s case, it is likely empirical antibiotics were prescribed for his appendicitis which may have increased the risk of peritonitis. Therefore, the liberty cycler set can be excluded as the source of the patient¿s peritonitis. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.